Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information obtained reportedly indicates that the reason for explant was loss of lock. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented some electrical tests from being performed. The device passed the electrical and mechanical tests performed. The internal visual inspection revealed damaged bond wires. This was induced during the failure analysis process. The scanning electron microscopy (sem) analysis revealed cracked conductive epoxy at the feedthru pin connectors. The reported complaint of loss of lock reported by the center could not be confirmed due to damage induced to the hybrid during the failure analysis process. This device passed the limited electrical tests performed. In addition, the device was received with cracked conductive epoxy joints and a dented bottom cover. A corrective action was implemented. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient's device was reportedly explanted. Advanced bionics is in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.